Event description:
Pt experienced a reaction late at night including a seizure. Taken to hosp. Pt had changed from the profile to the fast take blood glucose monitor. The profile measures glucose in whole blood where as the fast take tests plasma. While advertising emphasizes that plasma testing is faster by 15 seconds compared to 30 secs rptr feels it is more important to let diabetics know that the readings from plasma meters can be 12% higher. A diabetic, like the pt did, can go to bed after using the plasma meter believing they have enough glucose for the night but the 12% difference in reading is enough to miss the potential and blood glucose drop which can precipitate a reaction the pt had this experience. Later the pt took the profile and fast take to the hosp and comparison tests were 106 to 160 respectively. The rptr receives "the diabetic shoppe" publication and in its 3/99 issue it was stated that "meters that reference plasma will give results closer to most lab results. Either type of meter can be up to 20% off. Plasma readings are about 12% higher than whole blood readings." Rptr contacted MFR about this problem and was told that the 20% is an FDA standard. Rptr is concerned that these standards are not stringent enough and also is concerned that this could be a widespread problem since there are many other mfrs of blood glucose meters of both types and many diabetics using them and changing type used like the pt did.